Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2019. According to the complainant, during the procedure and outside the patient, the physician noticed an extra plastic hanging out of the tip of the stylet. Reportedly, the tip was pulled and the stent misdeployed outside the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. ***additional information received on (B)(6) 2019 and (B)(6), 2019*** the complainant reported that the extra plastic was at the distal tip of the delivery system.

Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Problem code 2978 captures the reportable event of tip damaged. Block h10: a wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. The delivery system was fully constrained with the shipping mandrel still in place, and the stent was fully deployed. Visual examination of the returned device found a kink at the distal end of the sheath. There was no evidence of damage to or any issue with the distal tip. Functional evaluation revealed the delivery system was able to be moved with no resistance. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The report that there was extra plastic at the distal tip could not be confirmed; the distal tip of the returned device showed no evidence of any extra plastic, damage, or any issue. It was not possible to determine what the "extra plastic" was, as it was not returned with the device. The complainant reported that the "extra plastic" was pulled, leading to premature deployment of the stent. The observed kink in the sheath may have been a result of this manipulation during preparation. Additionally, a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Taking all available information into consideration, the investigation concluded that the interaction between the user and the device caused or contributed to the event. Therefore, the most probable root cause is unintended use error caused or contributed to event. Block h11: updated product investigation results: the report that there was extra plastic at the distal tip could not be confirmed; the distal tip of the returned device showed no evidence of any extra plastic, damage, or any issue. It was not possible to determine what the "extra plastic" was, as it was not returned with the device. The reported event of stent premature deployment could possibly occur during manipulation of the device; however, functional testing could not be performed as the stent had already been deployed. Based on all gathered information and the analysis performed of the returned device, the investigation concluded that the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.a labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Problem code 2978 captures the reportable event of tip damaged. Block h10: a wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. The delivery system was fully constrained with the shipping mandrel still in place, and the stent was fully deployed. Visual examination of the returned device found a kink at the distal end of the sheath. There was no evidence of damage to or any issue with the distal tip. Functional evaluation revealed the delivery system was able to be moved with no resistance. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The report that there was extra plastic at the distal tip could not be confirmed; the distal tip of the returned device showed no evidence of any extra plastic, damage, or any issue. It was not possible to determine what the "extra plastic" was, as it was not returned with the device. The complainant reported that the "extra plastic" was pulled, leading to premature deployment of the stent. The observed kink in the sheath may have been a result of this manipulation during preparation. Additionally, a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Taking all available information into consideration, the investigation concluded that the interaction between the user and the device caused or contributed to the event. Therefore, the most probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure and outside the patient, the physician noticed an extra plastic hanging out of the tip of the stylet. Reportedly, the tip was pulled and the stent misdeployed outside the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. ***additional information received on (B)(6) 2019 and (B)(6) 2019*** the complainant reported that the extra plastic was at the distal tip of the delivery system.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 18, 2019 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure and outside the patient, the physician noticed an extra plastic hanging out of the tip of the stylet. Reportedly, the tip was pulled and the stent misdeployed outside the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information received on november 13, 2019 and november 27, 2019. Problem code 1484 captures the reportable event of stent prematurely deployed. Problem code 2978 captures the reportable event of tip damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 18, 2019 that a wallflex biliary rx fully covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure and outside the patient, the physician noticed an extra plastic hanging out of the tip of the stylet. Reportedly, the tip was pulled and the stent misdeployed outside the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on november 13, 2019 and november 27, 2019. The complainant reported that the extra plastic was at the distal tip of the delivery system.